Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation therefore, a failure analysis is not available and we are not able to determine the root cause of this event. The manufacturing records for top assembly batch 7564634 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications.

Event description:
Two hundrnd and eleven days after implantation of a 2.5x8mm and 3.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure, the target lesions were located in the ostium of the diagonal branch artery and the mid left anterior descending artery (lad). A pre-intervention stenosis of 80% was reported. The ostium of the diagonal branch artery was predilated with a 2.0x12mm maverick2-mr balloon. A 2.5x8mm taxus stent was deployed at 14 atms and post-dilated with the maverick2-mr 2.0 balloon to 14 atms. (It is noted that this stent was implanted 2005, beyond its expiration date, 10/06/2005). An angiogram revealed no distal edge dissection. A 2.0x12 mm maverick2-mr balloon was placed in the lad and used to "crush" the stent placed in the diagonal branch artery. A 3.5x24 mm taxus stent was placed in the mid lad and deployed at 14 atms. A 2.0x12 mm maverick2-mr balloon was placed "through the stent side struts" and inflated to 16 atms. The mid and proximal stent was post-dilated with a 3.5x12 mm quantum maverick balloon inflated to 20atms. Kissing balloon inflations to 10 atms were performed. A post-intervention residual stenosis of 0% and timi-ii flow was reported. The pt received integrilin and heparin during the procedure. It was reported that there were "no complications." The pt presented 211 days after the initial procedure with 80% lad and 70% diagonal branch artery in-stent restenosis. The lad was predilated with a 2.75x12mm maverick2-mr balloon. A 3.5x12 quantum maverick balloon would not cross the lesion. Subsequently, percutaneous transluminal coronary angioplasty (ptca) was performed with a 3.5x20 mm maverick2-mr balloon inflated to 20 atms. The balloon was removed with a 3.5x20mm maverick2-mr balloon was placed inside the lesion and inflated to 25 atms. A 2.75x12 mm maverick balloon was placed in the diagonal branch artery and inflated to 10 atms. Kissing balloon inflations to 10 atms. Were performed. A post-intervention residual stenosis of 0% in the lad and less than 20% in the diagonal branch artery with timi flow in both vessels were reported. The pt received aggrastat and heparin during the procedure. It was reported that there were "no complications."